Event description:
It was reported that a patient is deceased and died on (B)(6) 2010; approximately three years post the implant ((B)(6) 2007) of an ipg. The patient was a participant in the (B)(4) study and died. The cause of death was reported as unknown. The physician-investigator classified the death as unknown if related to the device or implant procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). The device has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.